Manufacturer narrative:
Return requested. Replacement computer shipped to site 07/22/2016. Medtronic investigation of returned suspect computer finds that when navigation system is powered-up, post and boots to log-in screen. Launch application and navigate 12 hours plus. The navigation system did not power cycle. Hdd and ram reported no errors. Unable to replicate reported issue. The video graphics card was found to be faulty. Intermittently contact at the dvi jack causing color issues, red or green component dropping out. Failure: computer, mechanism: graphics card malfunction. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 07/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that the site's navigation system re-booted itself. The medtronic representative was at site to perform the system check-out, and noted the system re-boot itself in approximately 5 minutes starting. The medtronic representative replicated the issue 3 times. There was no patient present when this issue was identified.